Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 244080002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported that they had been experiencing problems with their stimulator and they could not get it to work right. This was clarified to note that it was not that the stimulator that was not working right, it just was not working right on the patient. The patient was not getting stimulation. They had gotten their implantable neurostimulator (ins) evaluated by a manufacturer representative who stated that the ins was fine but they believed that one of the leads may have come off of the patient's spine. The patient was indicated for complex regional pain syndrome type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient later reported that the step taken to resolve the loss of stimulation included a manufacturing representative (rep) trying to get it to work and that was it. The stimulator was properly working, but just not making contact to the patient for stimulation, so she did not have proper stimulation.